Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side rupture with"patient complained of deformity, induration, pain in the right mammary gland. Devices was explanted and not will be returned.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture with"patient complained of deformity, induration, pain in the right mammary gland. Devices was explanted and not will be returned.